Event description:
Same case as manufacturer's #: 6000089-2004-00633. During a coronary drug eluting treatment procedure, difficulty removing the deflated balloon was encountered. The treatment was for a tortuous, acute bend lesion in the mid left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm maverick balloon. However, after the predilation a dissection occurred. The physician then decided to use a taxus express2 - 3.0 x 16 mm stent to repair the dissection and to treat the target lesion. Upon successfully deploying the taxus stent, the physician deflated the balloon. However, upon deflating the balloon the physician was unable to remove the balloon from the stent. The physician believed the balloon was sticking to the stent and decided to inflate the balloon to a "high pressures." However, upon deflation the balloon would not release from the stent. The physician made several attempts inflating and deflating the balloon without any success of releasing the balloon from the stent. However, when the physician went to ambient pressure, the balloon came out 4 to 5 mm before being stuck again to the stent. The physician then inflated the balloon 4 to 6 atms and upon deflating the balloon it "popped out." No further intervention was needed. The procedure was successfully completed. Pt status is reported as "satisfactory/good."